Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the silver part of probe was caught in patients nose under scar tissue. The physician had to perform endoscopy to remove. The physician also took forceps to snip scar tissue and did not know if probe was damaged. It was also noted that there were three nicks on rubber. The patient required sedation which was necessary to remove the catheter. The patient was discharged with follow up but otherwise okay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted small holes were found in the silicone sleeve just below the ruled tubing side. The cause of damage could be due to the handling or the cleaning solution used. It was reported that the device was difficult to remove from patient. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use ultrasonic or other agitation while washing the probe; autoclave; use ionizing radiation; use hydrogen peroxide or glycerin containing products to clean or disinfect the probe. Strongly oxidizing agents such as peracetic acid or hydrogen peroxide. Disinfectants such as endo-spor, sporox and the steris washer use hydrogen peroxide as a primary agent in their formulation and will damage the probe. Use synthetic detergents or petroleum-based soaps as these may be absorbed by the silicone and subsequently leached out in prolonged use. Use silicone fluid or grease to lubricate the passage of the probe through the nares or anus as these materials may swell and weaken the tubing and consequently compromise the integrity of the outer section of the probe. Immerse the probe beyond the do not immerse demarcation line near the proximal end of the probe (the end with the electrical connectors and vent orifice). Doing so can damage or destroy the probe. Pull on the outer sleeve of the catheter probe while cleaning. This can cause bunching of the outer sleeve and potentially damage the probe. The ruled tubing and y connector section of the probe may be cleaned with an antiseptic towelette or germicidal disposable cloth. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.